Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the patient, initial reporter, and facility, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted. Device evaluated by MFR: only the pusher wire was returned to our post market quality assurance laboratory. Visual and microscopic inspections were performed, and it was possible to see that the pusher wire was kinked at the heat shrink tfe tubing section and the device was broken in half. Moreover, the part of the distal solder/coil arm was missing, and it was no possible to take measurements, due that the device lost the form. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 25sep2025. It was reported that the coil became stuck in the catheter. A 3mm x 12cm interlock coil was selected for arteriovenous malformation procedure (avm). However, during the procedure, it was noted that the coil became stuck in the catheter. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed the pusher wire was broken in half and coil arm was missing.